Event description:
Patient death reported in conjunction with deployment of AED. Date of event not reported. (B) (4).

Manufacturer narrative:
Evaluation of device pending return of product. Initial review of device memory indicates presenting rhythm not shockable.